Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the proximal portion of the complaint device was returned for investigation. Examination of the complaint device determined separation of the catheter shaft, proximal to the balloon bonding. The separation of the wire lumen and balloon lumen occurred at different points. There was no other damage found on the device. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states that this device it is for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries, including iliac, renal, popliteal, infrapopliteal, femoral and iliofemoral, as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae. It is noted in bold that particular care should be taken in handling the balloon to prevent damage. It goes on to state that during withdrawal, the balloon is to be completely deflated. If resistance is met upon withdrawal, negative pressure is to be applied before proceeding. If resistance continues, the balloon and sheath are to be removed as a unit. The product labeling provides adequate instructions to properly handle the balloon catheter. The balloon, for this case, was intentionally used to assist retrieval, for which the device is not intended. Based on the information provided and the examination of the returned product, investigation has concluded that this event cannot be traced to the device but is the result of the patient condition and intentional off-label use. Reportedly, the patient had very calcified and tortuous anatomy and the balloon was used to assist in retrieval. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: k170193. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, three devices malfunctioned during a balloon angioplasty: the coating came off a roadrunner uniglide hydrophilic wire guide (medwatch 1820334-2019-00544); the inner portion of the crosscath support catheter was stripped, and the tip of a broke off in the patient's anatomy (medwatch 1820334-2019-00545); and an advance 14 lp low profile balloon catheter broke inside a sheath (refer to this report). This report references the advance 14 lp low profile balloon catheter: it was reported, during a balloon angioplasty, a roadrunner uniglide hydrophilic wire guide was used and the coating of the wire came off. The wire was able to be removed with the coating and the device was placed aside. During the same procedure, a crosscath support catheter was used over an unspecified wire. While attempting to cross a very difficult stenosis, the wire was being removed and stripped the inner portion of the catheter and the tip of the catheter broke off inside the patient. The broken tip portion was removed using another manufacturer's snare device. During removal of the advance 14 lp low profile balloon catheter (lot number unknown), the user pulled with excessive force and the balloon broke within a 6fr 45cm curved cook hiflex ansel sheath. The complaint balloon was inflated with a cook inflation device. Number of inflations is unknown. Type and ratio of contrast to saline is unknown. According to the complainant, the balloon is not being faulted for this event because of the force used to attempt to remove it. The balloon and sheath were removed as a unit. The case was aborted at this time. The access site was the common femoral artery and the patient's anatomy was described as tortuous and calcified. The patient did not experience any adverse effects as a result of these occurrences and is described as being in stable condition.